Manufacturer narrative:
Additional information: re-installing all settings after computer replacement resolved the issue. System was working to specification afterward. Correction: initial reporter correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: re-installing all settings after computer replacement resolved the issue. System was working to specification afterward. Correction: initial reporter correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the images were inverted in the software. Technical services (ts) provided the pixel offset settings. The representative was unable to test if the settings resolved the issue. No patient present.